Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker was suspected to be failing as a high, out of range pacing impedance alert and a lead safety switch were triggered. Noisy signals were observed. A lead coating damage and a lead conductor fracture were suspected but after x ray analysis this could not be confirmed. Also, electromagnetic interference (emi) was suspected. A follow up was completed and there was no problem with the measured values at the pacing configurations at the time. It was decided to continue the normal follow-ups. The system remains in service. No adverse patient effects were reported.